Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) and non boston scientific right ventricular (rv) lead received numerous bursts of anti-tachycardia pacing (atp) and twenty eight inappropriate shocks due to rv noise which was oversensed. It was noted that this rv lead was most likely fractured however not confirmed. Therapy was programmed off and ultimately this ICD was explanted and the non boston scientific rv lead was surgically abandoned. A new device system was implanted and remains in service. No additional adverse patient effects were reported.